Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Patient was receiving scheduled dressing. Dressing was removed and site was cleaned per policy. After site was cleaned, line was noted to be leaking at the hub. Line was flushed and nnp notified of broken line. Per nnp line was removed and catheter was intact.

Event description:
Patient was receiving scheduled dressing. Dressing was removed and site was cleaned per policy. After site was cleaned, line was noted to be leaking at the hub. Line was flushed and nnp notified of broken line. Per nnp line was removed and catheter was intact.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a 30 cm nutriline catheter as a sample, shortened at the 12 cm marking. A non-vygon needle-free connection system was connected to luer lock hub. The catheter was flushable with a 10 ml syringe showing a leakage at the wing. During the microscopic examination, we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load in combination with an alcohol-based disinfectant. There are various possible causes that can lead to catheter leakage/tensile fracture: mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out without exemptions found. The batch complied with its specification and was released. There are six further complaints for batch 8171598, four further complaints for batch 8167478, eight further complaints for batch 8137379, and 12 further complaints regarding a leaking catheter tube at the junction of the catheter and the fixation wing on code (B)(4) within the last three years, but none of them were related to a manufacturing defect. Most of them were related to tensile traction under the influence of the use of alcohol-based disinfectants. Corrective action: no further corrective action was initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Manufacturer narrative:
The malfunctioning device has not yet been received by vygon germany for evaluation therefore, the results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Patient was receiving scheduled dressing. Dressing was removed and site was cleaned per policy. After site was cleaned, line was noted to be leaking at the hub. Line was flushed and nnp notified of broken line. Per nnp line was removed and catheter was intact.